Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported an under infusion and an occlusion alarm approximately 1.5 hours after the initiation of a norepinephrine infusion, dosage and rate not provided. When the patient's blood pressure was unresponsive to dose increases, the line was traced by feel under sterile drapes and the roller clamp was noted to be engaged. The customer requested information on the ability of the device to alarm for an occlusion. There was no lasting harm for the patient.